Manufacturer narrative:
This report has been identified as event 1 of b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
Event 1: as reported by the user facility: "the primary IV tubing became completely dislodged from the secondary y-site port. Normal saline was in one tubing, and gemcitabine was in the other. The fluid leaked out. No patient, or employee harm occurred."

Manufacturer narrative:
Event 1: this report has been identified as b. Braun medical internal report number (B)(4). One (1) photo was provided for further evaluation. The actual sample was not provided. The picture provided showed a disconnection between the y site caresite and backcheck valve. The reported defect was confirmed. Based on the data from the investigation we are unable to determine the root cause of the reported incident via the photo. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection.   We will maintain this report for further references and continue to monitor other reports for similar occurrences.   If any additional pertinent information becomes available, a follow up will be submitted.